Event description:
It was reported that there was suspicion this pump flipped and had occurred about two months prior to the date of this report. The physician was not able to flip it back and fluoroscopy had not been done to confirm the pump status. The patient was scheduled for a revision on (B)(6) 2013, however, the patient was severely anemic and as a result the revision may not occur. The physician will determine at the time of the revision whether to revise the pocket or implant a new device. No patient effects were reported related to the suspected flipped pump. This device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).